Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, a battery compartment crack was found along the side of the grip pad running from the case seal up towards the threads area. The pump powered up and functioned properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.